Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: moisture remained at distal end body, which led to occurrence of residual liquid and/or corrosion. In addition, it was presumed that the glue was reduced by chemical stress during the device reprocessing, which led to generation of gap. The event can be [detected/prevented] by following the instructions for use which state: 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the duodenovideoscope exhibited foreign material in the adhesive around the lens. There was also, a gap on the distal end adhesive. There were no reports of patient involvement.